Event description:
It was reported that (4) devices were used during a laparoscopic fundoplication. It was reported by the affiliate that the sw100 instruments have not made knots. Another instrument was used to complete the case. There was no consequence to the pt.